Manufacturer narrative:
This report is being submitted as follow up no. 2 in order to correct the date of event in section b3 as the incorrect date was inadvertently submitted on the initial report.

Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age or date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6b: explanted date: device was not explanted e3: occupation: (B)(6). The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received a report of a vascular access site pseudoaneurysm following use of an angio-seal vip 8 french occlusive device. On (B)(6) 2025, four days post-procedure, the patient presented a painful, pulsatile swelling in the right inguinal area. On (B)(6) 2025, duplex ultrasonography (dus) identified a thrombosed pseudoaneurysm of the right common femoral artery, located just proximal to the bifurcation. No hemodynamic impairment was noted in the downstream superficial or deep femoral arteries. On (B)(6) 2025, a diagnostic test was conducted, the computed tomography (CT) scan confirmed a thrombosed pseudoaneurysm. Blood tests showed stable hemoglobin levels. The intervention was a 48-hour compression bandaging. The event's outcome was resolved on (B)(6) 2025. The site confirmed that the event was attributed to either the angio seal vip closure device or the artery sheath used during the index procedure. The event occurred post-operatively. No blood loss was reported.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed for closure procedural complication. The customer reported that a pseudoaneurysm formed after the procedure and after closure. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).